Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Examination of returned device found no evidence of product non-conformance. Root cause of the event was most likely attributed to third body wear; however, a conclusive determination could not be made. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 10 states, "fretting and crevice corrosion can occur at interfaces between components." Under warnings and precautions, number 5 states, "complete preclosure cleaning and removal of bone cement debris, metallic debris and other surgical debris at the implant site is critical to minimize wear of the implant articular surfaces." This report is number 3 of 3 MDR's filed for the same patient (reference 3002806535-2014-00283 & 3002806535-2015-04189 / 04190).

Event description:
It was reported that the patient underwent a primary hip surgery on an unknown date and subsequently was revised on (B)(6) 2014 due to pain. No further information has been received.